Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/28/2017 with the following findings:battery compartment is cracked above and below the bumper pad. Audio bolus button cover is torn; the button is still operable. The display screen has a pinkish contrast..audible sound at power up is intermittent. Removed pump cover; cracked solder was confirmed on the piezo. Keypad is intact; all keys are intermittently responding. Removed pump cover; contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.